Event description:
The customer reported that while moving the uterine tube, the instrument locked and could not be opened. The instrument had to be removed from the tissue with a monopolar hook. There was no patient injury and no extension of the initial incision. There was no blood loss and no tissue damage. The surgery time was extended by more than 230 minutes.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 10/23/2014. Date of follow-up report : 12/18/2014. One used lf1537 was received for evaluation and visual inspection found the back of the instrument was shattered. The customer reported that the instrument had to be removed from tissue with a monopolar hook. The reported condition could not be confirmed or verified. The investigation found the packaging tray had been crushed and the sample was damaged to the point where testing was not possible. The investigation could not determine the root cause of the customer's report. The IFU instructs the user to open the jaws by pushing forward on the handle. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.